Event description:
The pt was revised because the pt bent over and felt a pop. The pt had dislocated, the liner disassociated and poly wear of the liner was noted.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.